Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay and the elecsys probnp ii immunoassay on a cobas 6000 e 601 module. The initial values were reported outside of the laboratory. No units of measure were provided for these tests. The reporter also noted that the sample was measured twice on the system at the same time and did not know how this was possible. The sample initially resulted with a total psa value of 1.03 and repeated as 0.006 accompanied by a data flag. The sample initially resulted with a probnp value of 212.8 and repeated as 371.5. The total psa reagent lot number was 407233 and the probnp reagent lot number was 436213. The reagent expiration dates were requested, but not provided.